Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 5/2/2019. Device returned to manufacturer ¿ yes. Device evaluation: the product was received in a ziplock bag. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model zxt150 +18.0 diopter) was explanted from the patient's left eye (os) due to a refractive visual error. Reportedly, the patient's eye was slightly off target, more nearsighted with residual astigmatism. No incision enlargement, no vitrectomy was performed and no sutures were used. A zxr00 +17.5 diopter lens was implanted as a replacement. The patient was reported doing fine post lens exchange. No further information was provided.